Event description:
It was reported the high-definition lcd monitor was intermittently producing no image during a diagnostic colonoscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the cause is presumed to be a failure of the horticulture lighting board (qb) board. Olympus will continue to monitor field performance for this device.